Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the ¿right ventricular pacing/sensing connector could not be fixed inside the header. During multiple attempts and after fixating the screw, the lead was easily pulled out. Additionally, it was impossible to push the lead into the header far enough to see the pin. A different device was successfully implanted, and the lead was fixed with the first try.¿ no patient complications have been reported as a result of this event.